Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: user made unlocked screen and made two bolus requests without entering current bg level and still hiving insulin on board (iob) in between a cartridge change sequence between 6:57 pm and 7:22 pm on (B)(6) 2017. This left the users insulin on board (iob) at 13.122 units. There were no erratic basal rate adjustments. After unlocking touch screen, user made two bolus requests that left a "high than normal" insulin on board (iob) level. There is no evidence that the insulin pump experienced a malfunction or failure. (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer called tandem technical support for assistance with determining why the insulin on board (iob) was around 10 units. At the time of the reported event, the customer's blood glucose (bg) level was 98 mg/dl. Review of the pump bolus history showed that the user administered 2 separate override boluses within approximately the past hour. Reportedly, the first override bolus was requested and completed for 6.5 units and the second was requested and completed for 6 units. Upon relaying this information, the customer acknowledged and remembered requesting the two bolus requests. However, the customer then stated believing that the bolus requests had been automatically delivered by the pump, and maintained belief that the pump was malfunctioning. The customer additionally reported consuming a meal high in complex carbohydrates to appropriately counteract the "unwanted" insulin delivered to keep bg level within target range. Several hours later, during a follow-up call, the customer confirmed bg levels remained within target range (80 mg/dl), and believed that the issue was resolved.